Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during meniscus surgery, the implant was deployment at the time of the introduction into the joint without the surgeon deployment gesture. It is unknown if there was delay in the case. The procedure was successfully completed with a backup device, patient injury was not reported.

Manufacturer narrative:
Initial information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. There is not confirmation of which implant presented a pre-deployment malfunction, for this reason this event is considerable as not reportable. This report was made based upon information, which smith & nephew had not been able to investigate or verify prior to the required reporting date.